Manufacturer narrative:
The customer's report of magnesium infusing too fast was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that the pump module was programmed at 3:38 pm on (B)(6) 2016 to infuse IV-no additives ((B)(4)) at a rate of (B)(4) ml/hr. At 10:09 am on (B)(6) 2016, a secondary infusion of magnesium sulf ivpb 4gram/100 ml ((B)(4)) was programmed to run at 25 ml/hr with a vtbi of 100 ml. At 10:10 am, the vtbi was changed to 50 ml and the infusion was started. At 12:10 pm, the secondary infusion completed and the device transitioned to the primary infusion. The secondary volume recorded as being infused during this period was 50.08 ml. Functional testing was performed and the device was found to be delivering fluid within specification. The root cause of the reported event was not identified. The disposable sets were not returned for investigation.

Event description:
Customer reports that a secondary infusion of magnesium 4grams in 100ml of normal saline was to be delivered at a rate of 25ml/hr with a volume to be infused of 50 ml over two hours. The infusion started at 1006 am it was reported that during hourly rounds, 1200 pm, the magnesium bag was completely empty and the pump was now infusing lactated ringers at a rate of 75ml/hr. No patient harm was reported.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports that a secondary infusion of magnesium 4grams in 100ml of normal saline was to be delivered at a rate of 25ml/hr with a volume to be infused of 50 ml over two hours. The infusion started at 1006 am it was reported that during hourly rounds, 1200 pm, the magnesium bag was completely empty and the pump was now infusing lactated ringers at a rate of 75ml/hr. No patient harm was reported.